Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that both batteries of the handle were vented. Visual inspection found the oled screen was discolored and the handle was received with a fully depleted battery. Functional testing noted that the handle was inserted into a charger to charge, but when it was removed from the charger it did not initialize. The most likely cause for the additional condition was traced to a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, while charging, the light-emitting diode (led) indicator of the charger showed red. The issue was not resolved and the product was collected. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the handle was opened up and both batteries were found to be vented.